Event description:
It was reported that approximately 19 years post-implantation, the patient underwent a hip revision due to infection. X-rays showed a broken tine on the cup. During the revision, there was poly wear noted. The patient was washed out and a new liner cemented into the cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: advanced polyethylene liner wear of the right hip arthroplasty and tine fracture of the acetabular cup as noted. Lateral heterotopic ossification. Marked osteopenia. A definitive root cause cannot be determined for the wear and broken cup. No problem was found with the infection and the ho. After review by a hcp it was determined to be not device related. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.